Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 during a tubing replacement via endoscopically, the patient was diagnosed with buried bumper. The buried bumper was unable to be removed and the patient was referred to surgery. On (B)(6) 2022, the peg tube was replaced.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2022-00098 for previous buried bumper record.

Event description:
On (B)(6) 2022 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date after the tubing placement, the patient experienced a buried bumper syndrome. A physician reported that the cause of the buried bumper is due to the patient letting the heavy pump pull on the tubes too often, causing the internal bumper to erode into and eventually through the stomach. At the time of report, the the tubing remained in the patient and a replacement was scheduled.